Event description:
It was reported that the tip broke off from the detachable aiming arm for synfix when trying to straighten it. No surgery involved. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. All raw material used to manufacture this lot have been reviewed and no issues were observed. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The synfix-lr system is a set of implants and instruments used for stand-alone anterior lumbar interbody fusion procedures. The reported detachable aiming device sd03.802.203 is part of a synfix mini-open auxiliary set for the us market that complements the synfix-lr system and is designed to improve visibility and ease-of-use. The synfix-lr systems include mini-open and auxiliary instruments or standard instruments and corresponding aiming devices in different sizes according to the different footprint and lordotic angles of the implants available (pre-assembled anterior plate and interbody spacer). Once the implant is inserted, the aiming device is used for positioning of the four locking screws to provide anterior fixation and stability; the aiming device ensures appropriated alignment and engagement of the locking heads into the plate. An implant coupling or t15 shaft is inserted into the handle of the aiming device and together positioned and secured by tightening of the implant coupling knob. As the reported aiming device is detachable, assembly instructions and recommendations of use are provided in the brochure which includes the following: ¿do not impact the t15 shaft¿, ¿ensure that the aiming device is perpendicular to the implant during engagement¿ and ¿the aiming device should fit snuggle against the plate. Do not over-tighten¿. Upon inspection of returned device, the reported fracture condition is confirmed however the bent condition additionally reported could not be confirmed as the screw was broken off and received liberated from the rest of the aiming device; the other portion of the screw remains inside the orifice of the aiming device. It is also noted a few nicks and scratches mainly on the edges of the orifices for insertion of the driver and awl device. It is not clear how the aiming device was previously used as such it is unknown if the aiming device was properly tightened as explained or if the implant coupling knob was secured or additional details regarding the loading scenario. The reported bent condition contributed to weak the screw resulting in the fracture seen after the force applied trying to straighten it (as reported). The bent condition could be caused if it is over-tightened to the plate or/and if it was not completed perpendicular. The applicable tabulated and associated drawings were reviewed. The drawings detail the appropriate dimensions, material and finishing processes for a successful device design. The device was found to be adequate for its intended use. In conclusion, based on the evaluation results, it is not clearly determined how the confirmed condition was caused however it is likely that the bent condition was caused if the aiming device was over-tightened to the plate or/and if it was not completed perpendicular when previously used; the bent condition contributed to weaken the screw resulting in the fracture seen after the force applied trying to straighten it (as reported). The design of the reported device was found to be adequate for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The tip of the instrument was reportedly bent from long term use.